Event description:
It was found the hand piece no longer meets specifications for frequency and capacitance. Device used during a laparoscopic cholecystectomy. Another device completed case. No pt consequence.